Manufacturer narrative:
(B)(6) rn called into the emergency support program line to request support to review a gas loss alarm on a cardiosave with an arrow iab attached. He stated that troubleshooting was already performed and wanted to ensure it was done correctly and to understand what might cause the alarm to occur. Esp personnel reviewed troubleshooting in detail with steven. He denied seeing any signs of blood in the helium tubing and confirmed all connections were secured. He stated he used the iab fill and start keys to resume therapy. Esp personnel also reviewed possible clinical causes of the alarm. (B)(6) stated the patient was coughing vigorously at the time the alarm occurred. He reported the iab was placed some time yesterday and this was the first occurrence of any alarm since placement. No harm or injury to the patient was reported.

Event description:
(B)(6) rn called into the emergency support program line to request support to review a gas loss alarm on a cardiosave with an arrow iab attached. He stated that troubleshooting was already performed and wanted to ensure it was done correctly and to understand what might cause the alarm to occur. Esp personnel reviewed troubleshooting in detail with (B)(6). He denied seeing any signs of blood in the helium tubing and confirmed all connections were secured. He stated he used the iab fill and start keys to resume therapy. Esp personnel also reviewed possible clinical causes of the alarm. (B)(6) stated the patient was coughing vigorously at the time the alarm occurred. He reported the iab was placed some time yesterday and this was the first occurrence of any alarm since placement. No harm or injury to the patient was reported.